Event description:
As reported, during use in patient, a breakage at the manifold of this co-set was noticed. The manifold was changed to solve the problem. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9. H6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "breakage at the manifold of this co-set" was confirmed. Male luer of flow-thru housing was found completely broken. Cross surfaces of broken flow-thru housing appeared rough and uneven. Lock nut was not returned. No other visible damage was observed from the rest of returned product. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the complaint investigation assessment, it was concluded that there are no potential cause for the issue to occur during the production process. The manufacturing process has several manufacturing mitigations to avoid potential causes relate4d to the reported issue, including visual inspection. The root cause of the reported condition could possibly be related to the handling of the device of the end user. The instructions for use were reviewed and it indicates that "grasp the flow-through housing, gently press both tabs, and withdraw the temperature probe" to avoid the reported defect to occur.